Event description:
Took out double lumen silicone/saline mammary implants. Neither one had any saline in the outer lumen. Right breast implant on removal was marked 200cc on posterior aspect. Left breast implant on removal was marked 200cc on the posterior aspect. Implants replaced.